Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. He said that he went into the lake with his pump, the screen is now foggy and he tried putting it into rice. The customer said that he sees numbers and then the screen goes blank and then buzzes. The customer said that his blood glucose was around 190 mg/dl. He said there is water under the lcd but that he had not dropped the pump. The customer also mentioned that he has been replacing the battery twice a week. Troubleshooting for low battery alert was attempted but could not be done because of the pump not being able to turn on. He was advised to revert to a backup plan per his doctor¿s orders. The insulin pump is being returned for analysis.